Event description:
Reporter indicated that a vns patient has experienced worsening depression and worsening agoraphobia. Previous system diagnostics resulted in normal values indicating proper device functioning. The patient has had a medication change in attempts to improve her depression.